Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint device was received and inspected visually under magnification. It was noticed that the device returned with the anchor already deployed off of the inserter. The anchor itself reveals no structural anomalies. The distal tip of the sleeve however had one of the edges bent but held in place possibly causing the anchor to misfire off the inserter. This complaint can be confirmed. However, we cannot determine at what point in time the sleeve tip was damaged. Although a definite root cause cannot be determined, it is a possibility that excess torque was applied when inserting the anchor at off angle which caused the sleeve tip to bend. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10491, 1221934-2017-10492.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10491, 1221934-2017-10492.

Event description:
The sales rep reported via phone that two of the customer's micro quick anchors +3-0 ethibond with 1.3mm bit misfired. The implants never implanted in the patient. The original bone hole was left empty and a new bone hole was created to complete the procedure with a competitor's device. There were no patient consequences or delays. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation.